Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
The customer reported baxter (B)(4) of a vented paclitaxel set in which the tubing under the drip chamber leaked from a slice in the tubing, causing a cytotoxic solution to spill onto a nurse's hands and feet. However, it was reported that the nurse did not suffer any injuries/adverse events or need medical intervention. The event occurred before use with no patient involvement.

Manufacturer narrative:
(B)(4). The sample is reported to be not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.